Manufacturer narrative:
The pump alarmed motor error during the rewind due to an out of phase motor encoder signal. Unable to perform the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery or verify the motor position encoder error alarm and operating currents due to the motor error alarms. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The customer also reported a compromised force sensor system alarm. Blood glucose level at the time of the incident was 120 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.